Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the proximal conductor of the lead became extrinsically fractured due to melting. The outer insulation of the lead was extrinsically breached due to melting. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection and the right ventricular (rv) lead exhibited a fracture and undersensing. The implantable pulse generator (ipg) was explanted and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.